Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd¿ sedisystem esr instrument there was a sample ID error on esr instrument. The following information was provided by the initial reporter. The customer stated: "the instrument is giving an error message: "no tube to read. Batch aborted". Instrument cannot be used."

Manufacturer narrative:
H.6. Investigation: the sedi 15 instrument is in the process of being discontinued and service repairs are not possible as parts are no longer manufactured. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd¿ sedisystem esr instrument there was a sample ID error on esr instrument. The following information was provided by the initial reporter. The customer stated: "the instrument is giving an error message: "no tube to read. Batch aborted". Instrument cannot be used."